Manufacturer narrative:
Additional information: d9, h3, h6, h7, h9, h11. H11: the device was received for evaluation. Visual inspection was performed, and it was noted that there were dark particulates inside the sealed bag. The reported condition was verified. The cause of the condition is determined to be related to variations of the manufacturing and/or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a exactamix non-vented high-volume inlet had particulate matter in an unspecified location. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.